Event description:
On (B)(6) 2023, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced discomfort and a superficial stoma site infection, the patient was prescribed oral co-amoxiclav and paracetamol. On (B)(6) 2023 the patient was seen by the tcp nurse, it was reported that the patient experienced slight erythema. Stoma care was performed by the tcp nurse.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.